Manufacturer narrative:
The involved strips were tested with quality control materials. Control range: 1.9-2.9 inr. 6 results of 2.3 inr were obtained. 2 results of 2.2 inr were obtained. Relevant retention test strips (lot 406976) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. This event occurred in (B)(6).

Event description:
The initial reporter received questionable results from a coaguchek xs meter with an unknown serial number. The nurse explained the inr results for multiple patients were >4 inr and they did not trust these results as all the patients could not be out of their range. The customer decided to repeat the test using another lot of strips. Data was only provided for two patients. Patient 1 result using strip lot 40697611 was 4.3 inr and results using strip lot 39739310 were 2.5 inr and 2.5 inr. Patient 2 result using strip lot 40697611 was 4.6 inr and result using strip lot 39739310 was 3.5 inr.